Manufacturer narrative:
Recall:1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at his ipg site due to the location. The patient underwent revision surgery on (B)(6) 2014 where his ipg was relocated.